Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 1 and 4 hours. In addition the pod failed to adhere and reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the device arrived fully deployed. No timeouts or drive stalls were observed in the download data. No damages were observed on the fluid path or needle mechanism components that would result in the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined. The soft cannula was stretched beyond specification and had a tear in the exposed portion, causing a fluid leak. The timing and cause of this observed damage could not be determined. It could not be determined if the soft cannula damage is related to the reported events.